Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was able to duplicate the issue during evaluation. Both batteries exhibited signs of internal degradation and both failed to meet specifications. The batteries measured 5.8 and 13.0 volts direct current (vdc) upon receipt. 5.8 vdc is not a typical reading for a battery of this type, 11.5 vdc or higher is typical for discharged batteries of this type. Conductance measurements were not available for the first battery and was 28 for the second battery (non typical). The conductance meter requires approximately 11.75 vdc to obtain this reading. 75 siemens (s) is the minimum requirement specified. The pst attached device under test (dut) batteries to lab-use only (luo) delphin battery (charger) and powered on. The charge light emitting diode (led) did not illuminate to indicate charge activity (non-typical). This duplicates the reported complaint. The batteries remained connected (charging) for 24 hours. The charging led was not illuminated during this time. After charging for 24 hours, the battery voltage readings were 6.5 and 12.9 vdc respectively (non typical). Conductance on the second battery had dropped to 23 (failing). This demonstrates that both batteries have suffered internal degradation and corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Field service representative (fsr) verified that the charge led was not illuminating. He removed the old batteries and installed new batteries in battery unit and confirmed the battery unit performs to manufacture specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the charge indicator of the sarns centrifugal system was not illuminating. There was no patient involvement.